Manufacturer narrative:
The product was not returned for evaluation as it was discarded. A record review was performed and no product deficiency identified as all units were released within specification. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after implanting the jnj iol, the patient experienced blurry vision. The issue was reported one day post-op. The iol was explanted and replaced with a different multifocal lens. The patient is doing well post-op. They have fully recovered. No further information was provided.

Manufacturer narrative:
Corrected data. This is to correct the initial submission section e1, email address. Section h6 type of investigation and investigation findings. Section e1, email address: stated barsamvisioncare.com but should have been (B)(6). Section h6, type of investigation should have reported 4109-historical data analysis. Section h6, investigation findings stated 3221-no findings available but should have been 213-no device problem found. Section h10 should have also included the following. Device evaluation: the product was not returned for evaluation as it was discarded. A record review was performed and no product deficiency identified as all units were released within specification. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified.